Manufacturer narrative:
(B)(4). Date sent 10/8/2024. D4 batch #183d92. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 183d92, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished pcee45a, with lot/batch number c9el45, and no non-conformances were identified. Additional information was requested, and the following was obtained: abscess was not related to procedure. Yes, abscess was found during an unrelated procedure. Mvr. Current status of patient is no change to post operative course or no consequence since.

Event description:
It was reported that during a mitral valve replacement procedure that an abscess on the lung was noticed. After the first firing the device was unable to be reloaded. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.